Event description:
It was reported that the pt experienced acute pain and difficulty walking; symptoms located in the right leg. The pt had an inflammatory mass/nodules on or near the catheter diagnosed on MRI. The pt reported that the symptoms began a "long time ago"; doesn't recall when. The pt was at home; status described as "undetermined". The pt was scheduled to see the hcp in '08. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Results: used for catheter.